Event description:
The customer reported to olympus, that prior to a procedure the video system center had a b30 scope communication error with 2 different 170 series endoscopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the error occurred due to poor contact of circuit board. It was also noted that the connector and video socket connector were worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred due to a failure in the printed circuit board (ap board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.